Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies also, with corroded motor home switch and corroded keypad traces. No beeping anomaly noted. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify error messages due to blank display. The insulin pump had cracked reservoir tube, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump got wet and the display is blank. The customer's blood glucose reading was 217 mg/dl at the time of incident. Troubleshooting found that the pump continuously beeps and the display does not revert to normal. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.